Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the threshold and pacing impedances were out of range as noted by home monitoring. At a follow up visit a heart perforation inside the apical area of the right ventricle was found. Biotronik has no information regarding a revision. Should additional information become available this file will be updated.